Event description:
Reporter alleged the customer received the results of 1.2 mmol/l and 10.1 mmol/l back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).